Event description:
Possible focal encephalitis and seizures due to multiple taxus cardiac stents. A male admitted to medical center with grand mal seizures. Previously had two taxus stents placed in 2006 for coronary artery disease. Third taxus stent placed 2 mos later at another facility. About a month after the third stent but before hospitalization patient began having intermitten episodes of shaking without any change in mental status. Evening of event day had generalized seizure with loss of consciousness which lead to hospitalization. After 5 days at initial hosp he was transferred to second hosp due to persistent verbal apraxia, confusion and abnormal MRI. Discharged home thirteen days later, no seizures x 5 days prior to discharge on dilantin and keppra.